Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) male patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloon leaked and would not hold pressure when attempted to be inflated in the esophagus of the patient. It was confirmed that the balloon did not burst and no visible issues were noted to the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2011, a medwatch report submitted by the user facility was received; according to this report, the balloon burst during the procedure. It was reconfirmed by the complainant that the balloon burst in the esophagus and did not leak, which is contrary to the original report that the balloon did not burst. No pieces of the balloon detached inside the patient.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a 66 year-old male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloon leaked and would not hold pressure when attempted to be inflated in the esophagus of the patient. It was confirmed that the balloon did not burst and no visible issues were noted to the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6), 2011, a medwatch report submitted by the user facility was received; according to this report, the balloon burst during the procedure. It was reconfirmed by the complainant that the balloon burst in the esophagus and did not leak, which is contrary to the original report that the balloon did not burst. No pieces of the balloon detached inside the patient.

Manufacturer narrative:
The response to the FDA request letter for this medwatch is attached.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed. However, balloon burst can occur due to procedural factors encountered during the procedure (such as tortuous anatomy); therefore, the most probable root cause for this complaint is operational context.